Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed . No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing retainer ring, missing reservoir tube o-ring, broken belt clip rails, broken reservoir tube lip, keypad overlay texture damage and cracked select button keypad overlay. Cosmetic damage was confirmed at belt clip rails. Reservoir unable to lock into place confirmed due to missing retainer ring. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.